Manufacturer narrative:
The test transmitter communicated properly to the pump. No unexpected lost sensor alarm noted. The pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and broken reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. The pump passed idle current test, run current test, self-test, off no power test, unexpected error test, prime test, excessive no delivery test, displacement test and rewind test. The pump was unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating damage and lost sensor from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the top of the reservoir compartment has a broken piece and the o-ring is missing. The insulin pump will be returned for analysis.